Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 4mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated at all. After removal of the device a pinhole sized leak was found on the balloon. A non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an atherosclerotic arterial lesion below the knee in which plain old ballon angioplasty (poba) along with rotary cutting and stenting was to be performed. The target site vessel characteristics were moderate calcification, no tortuosity, and 60%-70% stenosis. The right femoral artery was punctured retrogradely. The saber balloon catheter was used after angiography. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The device was returned for analysis. A non-sterile ¿saber 4mm20cm 150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing several kinks on the shaft located approximately 61, 93, 113, 130, and 148 cm from the distal tip. The balloon arrived deflated with evidence of previous inflation as the balloon was not pleated. No other outstanding details were observed. Functional testing was performed, an inflator/deflator device was attached to the inflation port and positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon was inflated; however, inflation pressure is not maintained due to a leak in the balloon due to a hole on the balloon surface. The balloon was inspected with a vision system observing a torn area on the surface where the water is leaking. The balloon surface presented evidence of secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damages condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. The reported ¿balloon-frayed/split/torn¿ was confirmed through analysis of the returned device. However, the exact cause could not be determined. The balloon material was noted to have a torn condition with scratch marks noted to the outer portion of the balloon material. Vessel characteristics of stenosis with moderate calcification likely contributed to the reported event based on the analysis findings. It is likely damage to balloon material occurred when attempting to cross the calcified/stenosed lesion or upon inflation. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases.¿ neither the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4mm x 20cm saber percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated at all. After removal of the device a pinhole sized leak was found on the balloon. A non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an atherosclerotic arterial lesion below the knee in which plain old balloon angioplasty (poba) along with rotary cutting and stenting was to be performed. The target site vessel characteristics were moderate calcification, no tortuosity, and 60%-70% stenosis. The right femoral artery was punctured retrogradely. The saber balloon catheter was used after angiography. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The device will be returned for evaluation.